Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed. FDA registration # mw5098957.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, the clip was able to grasp and lock onto tissue, but would not disconnect from the catheter to deploy. It was noted that the device appeared the be bent and the screw was stuck in the catheter while still being clipped to the patient. Reportedly, the physician was able to successfully remove the clip from the vessel without visibly tearing off the vessel and mucosa. The physician went back down with the scope to confirm that there was no perforation. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.